Manufacturer narrative:
This information was incorrect on the initial MFR. Report.

Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient had undergone a full vns system replacement due to eos and lead discontinuity on (B)(6) 2013. The patient was 'controlled' on (B)(6) 2013 prior to the surgery. Due to the condition of status epilepticus and his young age, the surgeon and the technician decided to implant a new lead. No x-rays are available. No trauma was reported, though, according to the information given, the patient was shaking his head too much. The device was not programmed off at the time of high impedance, and the explanted products are not expected for return. The anchor tether of the lead remained in place. It was indicated that this was the first time that the patient experienced status epilepticus, and the physician could not assess the relationship of this event to vns. There was not any change in parameters or medication preceding the event. Programming history showed the high impedance began on (B)(6) 2012.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.